Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 240 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.